Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history settings (inaccurate delivery) issue. The basal delivery totals in tdd do not match active basal program total ¿ no known cause for variation. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 08/26/2015 with the following findings: the black box shows pump was manually suspended on 2015-07-11 10:38; deliveries never resumed. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump was exercised for 24hrs with a 1.0u/hr basal rate; at end testing the basal history correctly showed 1.0u and tdd showed 24.0u. Investigators were unable to duplicate the complaint. Battery compartment is cracked below the bumper pad. Returned battery cap/returned cartridge cap used to complete testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.